Event description:
It was reported that during a left hemicolectomy procedure, the surgeon reported that when he was using the device, he noticed that the staples were fired with an incorrect b-shape. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 3/09/2009. Info anticipated, but unavailable at this time.